Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is heterophile antibody interference. The IFU for stratus cs cctni testpak contains the following information: "pt samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and pt history should be interpreted with caution." The instrument is performing within specifications. No further eval of the device is required.

Event description:
Falsely elevated troponin I results were obtained on a pt's sample. The results were reported to the physician. The sample was pretreated with a heterophile blocking tube (hbt) and repeated. A negative result was obtained. A coronarography was performed on the pt. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.